Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient, who still remained hospitalized following implant, experienced chest pain. Upon interrogation, the patient's physician noted an r-wave amplitude decrease as well as high impedances. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. After the lead was put in place and connected, the electrical values were tested and found to be normal. No adverse consequences were reported for the patient.

Event description:
Additional information received indicated that during a pocket revision procedure, another instance of low r-wave sensing was observed. The physician decided to continue to monitor the lead parameters and the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the physician performed a rv lead revision procedure on (B)(6) 2016 due to low sensing and high capture threshold. The patient was stable post procedure.